Event description:
It was reported that insulation break near the is-1 connector leading to noise with inappropriate therapy was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The complaint could be verified. Analysis revealed a fractured sensing coil and outer insulation close to the crimp sleeve to the connector pin as a result of fatigue.